Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the defective door sensor, which was reproduced as a door not fully latched alarm. The messages were found to be caused by a failed upper link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump had a defective door sensor. It was also reported there was no patient injury.